Event description:
I went to the emergency room (ER) with facial drooping. Dr came in and said he needed a CT angiogram of my artery. I reluctantly gave in. A day later I felt different. Not as, mentally alert. A couple days later, I noticed I could not smell or taste, my eyes do not shed tear, my sinus hurt and dried out. My mouth dry, and lighter color in my gums. I didn't know what was wrong. It wasn't until I went into the bathroom; a day or so later to comb my hair that I was shocked to find in the course of that day my hair was brittle dry and lay flat on the back of my head. I panicked and washed and conditioned it. But it holds no moisture. Some has fallen out and continues to do so. I called the radiologist who assured me it is all due to something else. I saw a local dr who said it could not be the scan. I called the hospital again and was told again. I had gotten 331.38 mgy typical dose and it has to be stress related etc. I have been upset for the past 6 months and have been to the hospital a few times; but upset is not stupid. The first symptoms smell etc was before the hair got brittle, and my only concern was hair loss. The thought the CT scan might have caused all, this didn't occur to me until the hair loss. I researched and found much info on over exposure. Now I am terrified and still being told it's not the scan. Nothing else different. Only the scan.